Event description:
Customer reportedly received results of 57 mg/dl and 110 mg/dl within 3- 4 minutes on the aviva combo system. He drank 2 ounces of coke after the first result. No adverse event reported. Requested return of suspect device; however, the test strips have been discarded and the lot number is not available. Replacement product was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.